Event description:
A hemodialysis inpatient user facility has reported that during the last hr of treatment, an IV was hung for a pt's treatment and priming set drew air into the system when connected to the arterial chamber port. Air bubbles were visible in the line. There was no blood loss and the pt has no adverse effects. Treatment continued uninterrupted. Sample was discarded by the user facility.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, and investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.